Event description:
Dilator twist-lock on the assembly was too tight on the sheath. The product was used. No item was returned to co for evaluation. Event complications: unk, reported 2/27/97. Pt's current status: unk, rpt'd 2/27/97.